Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part 396.891, lot 9805803: manufacturing site: hägendorf. Release to warehouse date: (B)(6) 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection it was noticed that the threads of the inner shaft in the distal area were twisted and damaged. Deep scratches were also observed at the distal tip of the device. The inner and outer shafts were stuck together and could not be disassembled. The proximal end of the device revealed also twisted threads for both the inner and outer shafts. A functional test could not be performed as the inner shaft and outer shafts were stuck together and could not be disassembled by hand. The mating/interaction feature of the inner & outer shaft were unable to be accessed to measure the dimensions; hence, no dimensional inspection was performed. The current and manufactured to drawings were reviewed. The complaint condition is confirmed as the device received showed damage/twisted threads and scratches. The inner and outer shafts were also stuck together. Although no definitive root cause could be determined based on the provided information it is likely unintended forces occurred during usage of the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d6.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the thread of the cage holder was defective and could not be disassembled. The surgery was completed successfully with another cage holder. There was no adverse harm to the patient. This report involves one (1) holder short f/cervios+syncage-c short. This is report 1 of 1 for (B)(4).